Event description:
Patient had a 4cm angioblastoma of the left posterior mandible. The patient was scheduled for a resection with immediate reconstruction ((B) (6) 2009). The surgery was non-remarkable, plate and screws implanted, autograph used from the patient's hip. At 6 weeks post surgery, the fixation was solid and bone graft consolidated. On (B) (6) 2009, the patient complained of swelling and feeling that the bar had pulled away from the anterior bone. Surgeon notes that the patient likely overstressed the recon bar and the bone graft was resorbed. Radiograph confirmed three 2.9mm matrix mandible screws had backed out of the bone but remained locked to the plate. Screws and plate were removed and replaced with alternate devices.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device is available for return, and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.